Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had no power and it was not turning on. Customer states the insulin pump had been bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the middle (enter) keypad button is cracked. Finally the whole front part of the case is scratched up especially the upper right hand corner of the lcd window. Despite this, the user can easily read and navigate the menus. (B)(4).